Event description:
It was reported that the procedure was performed to treat a moderately calcified and mildly tortuous lesion in the left anterior descending (lad) artery. After a 2.50x15mm nc trek balloon dilatation catheter (bdc) was prepared with no noted issues, it was advanced to the lesion and was attempted to be used for vessel dilatation. However, the bdc was noted to fail to inflate, and after the bdc was removed a break within the inner member of the shaft was noted. The bdc was removed and replaced with another abbott balloon and the procedure was completed. There were no adverse patient effects nor clinical delay reported. Subsequent to the initially reported information the device was received and the analysis revealed a separation of the hypotube at 1mm distally from the distal end of single arm. Both proximal and distal segments were returned. The account could not confirm nor deny the noted damages found in the product return, due to the lack of recollection of the details on the event. No additional information was provided.

Manufacturer narrative:
A visual inspection and functional testing were performed on the returned device. The reported break/separation was confirmed. The reported inflation issue was not confirmed during returned device analysis; however, it is likely that the noted break/separation is what caused the reported inflation issue. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the reported information and the observations from the returned device analysis, the investigation determined that the reported break/separation and inflation issue appear to be related to operational context. Returned device analysis noted a separation of the hypotube distally from the distal end of the single arm, which is likely what the account perceived as the reported break. The separation ends were oval and jagged which can indicate the hypotube was kinked and then separated. The proximal segment was still fixed in the distal end of the single arm inside the strain relief which likely gave the impression of a break and not a full separation. There was no damage or leak noted to the balloon dilatation catheter (bdc) during the inspection or preparation prior to use which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is likely that that the bdc was inadvertently mishandled during advancement such that the hypotube kinked, separated, gave the impression that the strain relief broke and subsequently resulted in the reported inflation issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was performed to treat a moderately calcified and mildly tortuous lesion in the left anterior descending (lad) artery. After a 2.50x15mm nc trek balloon dilatation catheter (bdc) was prepared with no noted issues, it was advanced to the lesion and was attempted to be used for vessel dilatation. However, the bdc was noted to fail to inflate, and after the bdc was removed a break within the inner member of the shaft was noted. The bdc was removed and replaced with another abbott balloon and the procedure was completed. There were no adverse patient effects nor clinical delay reported. No additional information was provided.